Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) units helium tank is not sealing properly.

Manufacturer narrative:
Updated field: b4, d9, e1 (site country), e2, e3, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component code, investigation conclusions), h10, h11.it was reported that the cs300 intra-aortic balloon pump (iabp) facing helium tank-damaged/rusted/incorrect. A getinge field service engineer (fse) reported that helium tank is leaking and he could not tightened the helium bottle, the clamping knob was stripped. Replaced special seal (B)(4) and faulty helium tank clamping knob (B)(4)completed checkout of unit as per service manual. All functional, and electrical safety tests to factory specifications. Unit is cleared for clinical use and returned to customer. Patient involvement is unknown.

Event description:
N/a.